Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 28.8 mmol/l after not priming completely. The reporter indicated having a loss of prime warning on the pump; the loss of prime was reviewed and found that the patient had not completed the full rewind, load, and prime sequence appropriately after the cartridge change. This report is made based on the allegation that the patient experienced hyperglycemia associated with incomplete priming of the pump after the cartridge change.